Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in lower abd') in a 33-year-old female patient who had essure (batch no. B60744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nasal congestion, sore throat, dizzy, edema lower limb and gravida. Concurrent conditions included gerd since (B)(6) 2016, celiac disease, uti, diarrhea, bloating, uterine bleeding, post coital bleeding and drug hypersensitivity. Concomitant products included omeprazole since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection") and infection ("recurrent infections"), 8 months 3 days after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and affect lability ("ups and downs emotionally"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, back pain, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia, female sexual dysfunction, cystitis, urinary tract infection, migraine, nausea, fatigue, affect lability and infection outcome was unknown. The reporter considered abdominal pain lower, affect lability, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, infection, menorrhagia, migraine, nausea, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: left tube 3 trailing coils visible. Right tube 4 trailing coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2013: singleton, viable, intrauterine pregnancy. Ultrasound edd is(B)(6) 2014 with a gestational age of 7 weeks 1 days. This is discrepant from lmp edd of (B)(6) 2014. Small benign appearing left ovarian cyst. Computerised tomogram pelvis abnormal - on (B)(6) 2018: unremarkable CT post hysterectomy with small right adnexal follicle without free fluid and normal appendix.. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: uti, vaginal bleeding, fatigue, batch no b60744, production date 2013-08-06, expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in lower abd') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. B60744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nasal congestion, sore throat, dizzy, edema lower limb and gravida. Concurrent conditions included gerd since september 2016, celiac disease, uti, diarrhea, bloating, uterine bleeding, post coital bleeding and drug hypersensitivity. Concomitant products included omeprazole since september 2016. On (B)(6) 2014, the patient had essure inserted. In august 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In october 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection") and infection ("recurrent infections"), 8 months 3 days after insertion of essure. In january 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and affect lability ("ups and downs emotionally"). In august 2015, the patient experienced fatigue ("fatigue"). In june 2016, the patient experienced nausea ("nausea"). In april 2017, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), haematuria ("hematuria") and arthralgia ("arthralgia") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, female sexual dysfunction, vaginal haemorrhage, menorrhagia, migraine, nausea, fatigue, pelvic pain, abdominal pain, hormone level abnormal, dysfunctional uterine bleeding, haematuria and arthralgia had resolved and the cystitis, urinary tract infection, affect lability, infection, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, affect lability, arthralgia, back pain, bladder disorder, cystitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haematuria, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left tube 3 trailing coils visible. Right tube 4 trailing coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2013: singleton, viable, intrauterine pregnancy. Ultrasound edd is 2/4/2014 with a gestational age of 7 weeks 1 days. This is discrepant from lmp edd of 25jan2014. Small benign appearing left ovarian cyst. Computerised tomogram pelvis abnormal - on (B)(6) 2018: unremarkable CT post hysterectomy with small right adnexal follicle without free fluid and normal appendix.. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: uti, vaginal bleeding, fatigue, batch no b60744 production date 2013-08-06 expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-nov-2019: plaintiff fact sheet was received. Event added from pfs- pelvic pain, abdominal pain, general abnormal bleeding, bladder problems, urinary tract disorder, vaginal discharge, hormonal changes, dysfunctional uterine bleeding, hematuria, arthralgia. Events outcomes were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in lower abd') in a (B)(6) female patient who had essure (batch no. B60744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nasal congestion, sore throat, dizzy, edema lower limb and vaginal delivery. Concurrent conditions included gerd since (B)(6) 2016, celiac disease, uti, diarrhea, bloating, uterine bleeding, postconcussional syndrome and drug hypersensitivity. Concomitant products included omeprazole since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection") and infection ("recurrent infections"), 8 months 3 days after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and affect lability ("ups and downs emotionally"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced migraine ("migraines/headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, back pain, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia, female sexual dysfunction, cystitis, urinary tract infection, migraine, nausea, fatigue, affect lability and infection outcome was unknown. The reporter considered abdominal pain lower, affect lability, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, infection, menorrhagia, migraine, nausea, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: left tube 3 trailing coils visible. Right tube 4 trailing coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan on (B)(6) 2013: singleton, viable, intrauterine pregnancy. Ultrasound edd is (B)(6) 2014 with a gestational age of 7 weeks 1 days. This is discrepant from lmp edd of (B)(6) 2014. Small benign appearing left ovarian cyst. Computerised tomogram pelvis abnormal on (B)(6) 2018: unremarkable CT post hysterectomy with small right adnexal follicle without free fluid and normal appendix.. Hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: uti, vaginal bleeding, fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 2 and 3 processed together. Mr received: lot number was added. Reporter information was updated. Patient history, lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.